Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not boot up nor power light is not on. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Check the ui cable, troubleshoot power supply module and it is recommended to replace the power supply. The customer replaced power supply module to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.